Event description:
It was reported that a 43-year-old caucasian female patient who underwent primary breast augmentation surgery with two mentor memorygel breast implants on (B)(6) 2017, experienced a left-sided breast implant rupture. Per the information provided, the patient has a past history of breast cancer and skin cancer. During a physical examination, the patient presented with a left-sided baker grade 4 capsular contracture (firmness with deformity and disproportion) and a suspicious neoplasm of the right upper chest/reconstructed breast. Imaging was done, which also showed a enlarged lymph node (1.5 cm) in the left axilla. Breast implant removal surgery was performed on (B)(6) 2025 where a ruptured left breast implant was removed. The patient¿s right side only had surgical intervention (not removed). This report is for the right side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: neoplasm malignant. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 06, 2025, mentor received additional information regarding the patient's event. The date of event regarding the patient's suspicious neoplasm of the right upper chest/reconstructed breast, has been updated to (B)(6) 2025. Manufacturer¿s reference number: (B)(4).